Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. The bottom surface of the plate and returned peg indicate almost no bone ingrowth. Device history records were reviewed and no deviations or anomalies were found. Pre-operative history and physical notes indicates patient is experiencing swelling and pain. X-rays taken at this time show a fracture under the tibial plate with no lucent lines or loosening. The patient had a hysterectomy 30 years ago and was only on estrogen for a short period of time and has had 3-4 other fractures. Estrogen plays a role in the regulation of bone mass and strength; the assessment also indicated that the patient has osteoporosis. The diagnostic interpretation states that there is no question that the fracture occurred when impacting the tibial plate. Immediate post-operative x-rays reported no collapse and perpendicular placement of the plate and 6 week post-operative x-rays reported the collapse valgus under the lateral tibial plate. Revision operative notes confirms patient underwent a revision left knee arthroplasty due to subchondral fracture of the proximal tibia in a periprosthetic manner. The tibial plate was explanted. A stemmed tibial plate with a stem extension was implanted and the articular surface size was increased. A product history search revealed no additional complaints against the related part and lot combination. The contraindicated use and patient condition with previous fractures are likely the root cause of the bone fracture and the experienced pain.